Manufacturer narrative:
The customer performed crossmatch testing on the ortho provue analyzer and reported the analyzer interpreted a weak positive reaction as negative. The complaint could not be confirmed with the information provided by the customer. Repairs were not required to return the analyzer to expected operation. The user reported that the incident was isolated and did not request service, as the analyzer was functioning as expected. If a significant antibody is not detected during crossmatch testing, or is not identified upon further testing, a patient may be transfused with antigen-positive blood and suffer a hemolytic transfusion reaction. Optimal reaction conditions may vary due to antibody specificities. No single test method will detect all antibodies. In some low ionic strength test systems, certain antibodies have been reported to be nonreactive. Based upon available information, provue malfunction cannot be ruled out. Complaint # 718143 / q 51317.

Event description:
The customer was performing crossmatch testing on the ortho provue analyzer and reported false negative reactivity with one of three donors tested.